Event description:
Doctor was performing a shoulder decompression and repair of a torn rotator cuff when he noticed metal particles appearing in the site at the beginning of procedure and adhering to shoulder bone. Doctor noticed particles throughout the procedure but continued using the burr. After concluding procedure, he used a full radius resector along with suction to remove metal particles. Doctor was successful in getting the particles off the articular surface of the shoulder bone, but some remained on the tissue. The surface of the bone was the dr's greatest concern; he was able to remove approximately 90% of the flakes from the pt site. No further action is planned by dr.